Event description:
It was reported that there was a failure of clip deployment. Surgeon experienced criss-crossed clips; clips not deployed or failed to close properly and clips cutting on the vessels. It is only even one or two of the clips out of the 20. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2026. D4: batch # unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.